Event description:
It was reported that the sys 9800's monitors go black intermittently. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The upgrade kit was installed which includes the video controller, image processor, display adapter, and sundance computer circuit boards. Also the hard disk, interconnect cable and camera were also replaced. The sys was tested and found to be working as intended and placed back into svc.